Manufacturer narrative:
The other screwdriver mentioned in this report: universal driver shaft, catalog #2107-1015, lot # f6n13659, manufacture date: 08/23/2011. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that while inserting a 2030 bone screw, the tip of the screwdriver broke off in the screw head and while insertion of the 2nd screw, the tip broke off in the screw head. The tips were retrieved on both.